Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's hip was revised. As reported by rep: "(surgeon) removed a stryker hip due to original surgeon implanting and leaving patient too long. He also had to revise the cup due to the size. He wanted to do an mdm liner and that option is not available at the size that was in".